Event description:
It was reported that during a routine follow-up, device interrogation displayed a battery capacity depleted error message, and the device was found to be non-programmable. The patient subsequently underwent a revision procedure during which the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.